Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of an left ventricular (lv) lead was unsuccessful because the guidewire got stuck in the lead and the lead was removed. A second lv lead was attempted, but the guidewire got stuck in the second lead also, and the second lead was removed. A third lv lead was implanted successfully. No patient complications have been reported as a result of this event.